Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported the revision was scheduled for (B)(6) 2020 however, the revision was cancelled and performed on (B)(6) 2020. During the revision surgery it was noted the catheter was kinked in the pocket. The damaged catheter was removed and a new pump segment was added. The catheter was reconnected to the pump and csf (cerebrospinal fluid) was aspirated from the side port. The patient had experienced signs and symptoms of withdrawal, and return of spasticity. The patient's weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 04-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump. A possible catheter issue was reported the and event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the patient was admitted to the hospital for pneumonia and the patient was having symptoms of baclofen withdrawal. No falls were noted and environmental/external/patient factors that may have led or contributed to the issue included the diagnosis of pneumonia and the patient admitted to the hospital for treatment. The doctor performed a side port aspiration and dye study on (B)(6) 2020 and stated was not sure if the catheter was in place. Another doctor performed another side port aspiration and dye study on the date of this report and was unable to obtain cerebrospinal fluid (csf). The patient was scheduled for a catheter revision on (B)(6) 2020. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were unknown, but the rep would follow-up for more information. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type catheter, product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-10, information was received from the manufacturer representative (rep). It was reported the cause of the kink in the pocket was not known. The neurosurgeon said there was tissue around the catheter that may have caused the kink. The issue was resolved with surgery. The catheter was discarded.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2020. Product type catheter product ID 8780, serial# (B)(4), implanted: (B)(6) 2013-11-14. Product type catheter. Pump device have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from an healthcare professional (hcp). The hcp stated they were suspecting an issue with the pump malfunctioning and inquired about testing the concentration of lioresal as the patient began experiencing symptoms of increased clonus, sleepy but able to be aroused, increased heart rate, flushing and increased spasticity on (B)(6) 2020. The hcp originally thought it was some type of infection like pneumonia. The hcp decreased the patient's valium due to the sleepiness of the patient. The pump contained lioresal (2,000 mcg/ml, 422.6 mcg/day).